Event description:
Ous MDR - it was reported that during the implantation procedure this device has not stimulated the ventricle. The threshold measurements were done using a medtronic pacing system analyzer. The patient experienced a cardiorespiratory arrest and required resuscitation. Afterwards another pacemaker was implanted.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and electrical investigation. The visual analysis of the device revealed no anomalies, in particular the header of the pacemaker was found to be within specifications. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer screen indicating that the auto-implant-detection has not been completed. Furthermore, the pacemaker's memory content was analysed indicating no deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Therefore, an additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
.